Event description:
Crack at inner side of the grip parts was found upon inspection of the returned liner kit from the hospital.

Manufacturer narrative:
Investigation in progress, but not yet completed.